Event description:
The procedure was aborted when the aspiration function failed during use. The pt will return at a later date to have the surgery completed.

Manufacturer narrative:
The unit was tested by on-site personnel after the procedure and appeared to be functioning properly.